Event description:
It was reported that the plastic snap on the connector side of the connecting tube broke off. It is unknown when the reported issue was found. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction is likely that external stress was applied to the lock lever of the connecting tube, leading to its breakage and the tube being unable to connect. The user may have applied stress in the wrong direction, causing the external stress. The event can be prevented by following the instructions for use which state: preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.